Event description:
It was reported that a pt underwent a laparotomy procedure on (B)(6) 2010 and suture was used. During the procedure the needle broke while being handled with a needle holder. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.